Event description:
Sensor pad kept malfunctioning - kept sounding when resident was not moving. Resident ended up falling resulting in rib fracture and abrasion to scapula. Sensor pad # smart care 90 day warranty monitor for chair / bed #tl-04 smart caregiver corp.